Manufacturer narrative:
A short test run of the handpiece showed that the bearings have been noisy. The analysis of the handpiece after the disassembly showed that the bearings have been gritty, the bur slipped and the push button was scarred on the inner side. If the bearings are gritty they have a higher friction and cause hence increase of temperature. It also causes stronger wear of the bearings which causes again higher debris and higher friction... . In addition the scarred inner side of the push button shows that it has been used to lift the cheek or tongue away during the treatment. This causes that the push button gets pressed which causes also unusual inner friction and therefore increase of temperature. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Exemption number e2010020. Kavo dental gmbh germany (the manufacturer) is submitting the report on behalf of kavo dental USA (the importer). (B)(4).

Event description:
During a standard dental treatment the head of the handpiece heated up and burned the patient on the tongue to the size of a quarter. The patient was sent to an oral surgeon due to pain. There he was prescribed a steroid, pain medication and an antibiotic as precaution. Patient is now doing good.